Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/19/2025, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor had one of the forks from the ar-3740sp inserter, used with the ar-3740sp double loaded knotless knee fibertak anchor, left in the patient. The case was completed, and no harm was reported to the patient. No further details were provided. This was discovered during a let procedure on (B)(6) 2025. Additional information was received on 07/02/2025: the retained fork was discovered in the patient during the procedure. The case was completed using an ar-3740sp double-loaded knotless knee fibertak anchor. There was no report of a change to the technique due to the event. No case delay or added anesthesia was administered to the patient, and no adverse effects were reported. No medical intervention was required. There is no follow-up procedure to retrieve the item.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached x-ray images, which show a fragment of the broken tip of the inserter.". Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Perdfu-0054-eo g- precautions - 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter. The most likely cause of the reported failure can be attributed to user error in the device due to excessive force used during use, misalignment insertion, and/or prying/leveraging of the device during insertion.